Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 07oct2020.

Event description:
The customer reported nav ring isn't responding. There was no patient involvement.

Manufacturer narrative:
G4:13jan2021. B4:14jan2021. The (user interface) ui front bezel assembly was returned to failure investigation (fi) for evaluation. Visual inspection of the ui front bezel assembly revealed no evidence of damage or contamination as received. The ui front bezel assembly with the new nav (navigation) ring production process is installed in the fi test interlink electronics rotary membrane potentiometer pre-load tester to verify and test its functionality. The navigation ring potentiometer pre-load test failed. Contamination buildups were found on the rotary adjustment assembly (nav ring) matrix that causes the navigation ring not to function. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.